Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the batteries were unresponsive and had to press harder. The customer reported that the screen was dimming and sometimes squirts during priming or stream. It was reported that they had erratic sugars. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No missing segment/partial or dimming display anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device had broken battery tube threads.(B)(4).